Event description:
New information stated that the lead was explanted due to inappropriate shocks caused by lead fracture and noise.

Manufacturer narrative:
Only 43.4cm of distal portion of the lead was returned. Internal insulation abrasion was found in several areas between 4.3cm to 5.1cm from the distal tip. The re cable insulation was compromised and could cause noise problem.